Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed. An internal visual inspection was performed and a cracked controller chip was observed. A receiver log was downloaded using a known good battery and a receiver initialization was observed. A functional test was performed and passed all relevant testing. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.